Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a blank display. The customer was assisted with blank display troubleshooting. The customer¿s blood glucose level was unknown at the time of the incident. The customer stated that the insulin pump had a crack that goes from the upper right corner of the screen to the back. The customer did not know how the damage happened. There was no indication that troubleshooting resolved the blank display. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Pump received with blank display due to moisture damage at electronic assembly. Unable to perform operating currents, self test, unexpected restart error test, rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test or large number going up due to blank display. Pump received with minor scratched lcd window, cracked case at the display window corners, cracked lcd window and cracked reservoir tube lip.